Manufacturer narrative:
Investigation: one photo and one integra syringe in an opened blister pack from batch #7177705 (p/n 305274) was received and evaluated. The received sample was visually inspected through the biohazard bag it was received in with no defects observed. However, in the photo it appeared the retraction mechanism was activated but did not function as expected. The thumb rest was pressed in below the cusp of the barrel, but the needle remained mostly exposed. The retraction mechanism is spring activated after the stopper is cut then the top of the needle hub. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the needle retraction failure defect is associated with a material failure. A piece of the rubber stopper may have gotten stuck inside the cutter. This would cause the needle to initially retract slightly as shown in the picture. Then, through the constant force of the spring it eventually retracted.

Event description:
It was reported that the bd intregra¿ syringe with detachable needle didn't initially retract after use, but did so "two hours later". The following information was provided by the initial reporter, translated from dutch to english: after the injection, the needle didn't retract when I pressed the safety.two hours later however, the needle shot in (retracted).

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intregra¿ syringe with detachable needle didn't initially retract after use, but did so "two hours later". The following information was provided by the initial reporter: after the injection, the needle didn't retract when I pressed the safety. Two hours later however, the needle shot in (retracted).